Event description:
Pt had a medtronic marquis ur ICD placed in 2004. When pt went to dr. In 5/2004 for followup and device was in terrogated and it showed pacing impedance 73000 ohms. With oversensing. Pt was brought back to the hospital in 2004 to have ICD pocket reopened and see what was wrong and ended up being some malfunction with the generator and a new ICD generator was placed old generator sent back to company for evaluation.